Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was found to have foreign matter before use. The following was reported by the initial reporter: "the customer reports that black dusts were found onto the needle npe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/19/2020. H.6. Investigation: (B)(4) open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0049362, cat. No. 320136. Visual examination was carried out on the returned sample and photos and black marks on the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause was identified as incorrect moulding start up.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was found to have foreign matter before use. The following was reported by the initial reporter: "the customer reports that black dusts were found onto the needle npe."